Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The case was unremarkable and release criteria was met with the note that the device sat with a small shoulder, and looked slightly canted at 90 degrees. The device was released and it shifted with more of a cant. The laa/device was monitored for 3-4 minutes with no further migration noted. Discussion was had to decide to leave the device implanted versus purposely embolizing it now, in a controlled setting. The decision was to remove the device. An ensnare was used through the sheath to promote the embolization, and the device was snared and successfully retrieved into the sheath but it did move to the right atrium and then to the right ventricle. A non-boston scientific sheath was used to remove the device from the right ventricle. A non-boston scientific snare was used to bring the device down the vena cava and into a 16f non-boston scientific sheath. The patient remained stable and it was decided to reattempt implant. A 27mm wds was used. Right before they released the 27mm closure device, a contrast picture revealed a pericardial effusion. The patient vitals were stable and the 27mm device met release criteria and was released. The patient was monitored. Their vital signs changed and the effusion enlarged. A pericardiocentesis was performed with approximately 400ml removed. The patient stabilized and was moved to the post anesthesia care unit (pacu). One day post procedure, the patient's chest tube was removed. The patient remained stable and has since been discharged.